Manufacturer narrative:
Complaint conclusion: as reported, the saber rx ((B)(4)) percutaneous transluminal angioplasty (pta) balloon catheter was inserted for post-dilatation. However, it did not inflate. It was removed from the patient and it was confirmed that the balloon had ruptured. The device was replaced with a new balloon catheter. The procedure finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was (B)(4)/chronic total occlusion (cto). The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There was no difficulty in removing the stylet or any of the sterile packaging components. There was no difficulty in removing the product from the hoop. There was no difficulty in removing the protective balloon cover. The device was prepped per the IFU. The device prepped normally (i.e. Maintain negative pressure). There were no kinks nor other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics ((B)(4) stenosis/cto) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a (B)(4) confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the saber rx ((B)(4)) percutaneous transluminal angioplasty (pta) balloon catheter was inserted for post-dilatation. However, it did not inflate. It was removed from the patient and it was confirmed that the balloon had ruptured. The product was removed intact (in one piece) from the patient. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There was no difficulty in removing the stylet or any of the sterile packaging components. There was no difficulty in removing the product from the hoop. There was no difficulty in removing the protective balloon cover. The device was prepped per the IFU. The device prepped normally (i.e. Maintain negative pressure). There were no kinks nor other damages noted prior to inserting the product the product into the patient. The device was replaced with a new balloon catheter. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was 100 % (cto).